Event description:
It was reported that the user¿s ilet delivered a breakfast dose during early morning hours after a meal announcement was entered, after which the user experienced a blood glucose of 39 mg/dl that was treated with oral glucose and food. The user later confirmed the accidental meal announcement and the agent reviewed device logs with the user. Symptoms included hypoglycemia. Outcomes included resolution of the low with oral glucose and return of glucose to range, with no hospitalization. Investigation included review of device engineering logs and user interview. Investigation of this case revealed an accidental meal announcement leading to an unintended insulin dose, with device performance consistent with design and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction error was the cause.